Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient was revised due to thigh pain. The findings on extraction were that the stem showed signs of corrosion related to sleeve in ceramic head.

Manufacturer narrative:
An event regarding corrosion involving a adapter sleeve was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated march 22, 2016."debris was observed throughout the taper, and a sample was placed on a sem stub for further analysis." The mar concluded that "no material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a medical review was performed and concluded "suboptimal cementation technique during the previous revision surgery has contributed to premature cement-bone interface failure with focal osteolysis due to cement particulate debris also causing surface damage on the stem." Conclusions: a material analysis was performed and concluded that "no material or manufacturing defects were observed on the surfaces examined." No further investigation is required at this time. If further information becomes available, this investigation will be re-opened.

Event description:
Patient was revised due to thigh pain. The findings on extraction were that the stem showed signs of corrosion related to sleeve in ceramic head.